Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Reference voluntary medwatch report mw5068601.

Event description:
It was reported via medwatch (mw5068601) that a patient experienced a leakage of cerebral-spinal fluid post-operatively and a screw was placed so that it came into contact with the patient's nerve roots. Additionally, the patient experienced unspecified neurological issues. The surgery was intended to fuse levels l4-l5-s1. This is report one of two for this event.